Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. The device was returned by the user for testing. Tested the extrusion performance of the syringes. Visually examined the extruded material. Extrusion performance not as expected. See attached evaluation. Changes to syringe were implemented. The low end of the viscosity range appears to be incompatible with this new syringe design. (B)(4) 2014 narrative - device evaluation from same lot. Please see attached root cause report and CAPA report.

Event description:
Dental staff member called because when she went to use the new syringe of gdpg, it was difficult to extrude. She said it did not come out when she first pushed the plunger. She removed it from the patient's mouth and then she pushed a little harder and almost all of it shot out onto the tray she was using. She said that when she looked at the gel that was initially extruded, it was hard and crusty.

Event description:
Dental staff member called because when she went to use the new syringe of gdpg, it was difficult to extrude. She said it did not come out when she first pushed the plunger. She removed it from the patient's mouth and then she pushed a little harder and almost all of it shot out onto the tray she was using. She said that when she looked at the gel that was initially extruded, it was hard and crusty.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. (B)(4). The low end of the viscosity range appears to be incompatible with this new syringe design.